Manufacturer narrative:
Investigation eval: complaint text indicated axsym is in use 24 hrs/day and customer was not performing probe cleaning maintenance at beginning of each 8-hour shift. Axsym operations manual (r3/feb. 1996) in section 9 under daily maintenance states: "perform following daily maintenance procedures at start of each 8-hour shift. Clean inside of probes (9-3)," operations manual, section 10, under observed problems, states that a dirty probe is the probable cause of results being erratic, discrepant, and/or experiencing imprecision (p. 10-269; p 10-274). In package insert under limitations of procedure section, it is stated that test results are to be evaluated in conjunction with clinical observations of pt. An analysis of trending for us axsym complaints was conducted. No adverse trends were found which required further investigation. No corrective action is required. Labeling provides info to minimize associated risk to pt results. This is th final report.

Event description:
On 4/2/1997, the account reported an erratic bhcg result of 0.04 mlu/ml on an outpatient, which was given by the analyzer. A sonogram was performed and the pt's diagnosis was pregnancy. The pt was redrawn on 4/8/1997 and a result of 58,280 mlu/ml was received. The account repeated the sample from 4/2/1997 and received a result of 12,000 mlu/ml. The sample from 4/8/1997 was retested and a result of 56,000 mlu/ml was obtained. According to the account, all controls were within specified ranges and a flag was not given with the 0.04 mlu/ml result. No medical intervention occureed due to the first reported result, as the physician waited for the results from 4/8/1997. No report of injury.